Event description:
It was reported that the patient expired due to a cardiac arrest. The patient had been diagnosed with sinus node dysfunction, sustained ventricular tachycardia, and ischemic heart disease with severe left ventricular dysfunction. The patient recovered without experiencing arrhythmic events and was later found deceased. It was reported that the cause of cardiac arrest was unknown. No further information is available at this time.

Manufacturer narrative:
(B)(4).